Event description:
A (B)(6) customer stated he was not able to see all of the numbers on the display of the contour next ez. He had been getting lower blood results than normal which prompted him to eat chocolate every night. After noticing an incomplete display he could not be certain that his blood glucose was actually low. There was no allegation of an adverse event. Customer was advised to return the meter for evaluation. A new meter and strips were sent to him.